Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient experienced recurring pain, redness, irritation, and mild swelling at pod insertion sites during omnipod use. On (B)(6) 2026, due to these symptoms, the patient¿s caregiver contacted a nurse at a local hospital via telephone to seek medical advice. The nurse provided verbal clinical advice and recommended the use of cavilon as a skin barrier. No written prescription was issued, and no diagnosis was made. The patient did not attend the hospital in person. At the time medical advice was sought, the patient was wearing a pod on the skin for an unknown duration of use.